Event description:
Healthcare professional reported "ruptured¿. This record is for left side. Device was explanted and replaced. Device will not be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "ruptured¿. Later the healthcare professional reported "pain". This record is for left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, b5, b6, h6